Event description:
A cartridge change error was reported for the pump, but there was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pneumatic tap area on the pump, but the error persisted even after attempting to load a second new cartridge. Consequently, technical support arranged for a replacement pump and instructed the customer to return the malfunctioning pump with a pre-paid label. The customer agreed to use a backup insulin pump as an interim solution and understood how to store the pump before returning it.